Manufacturer narrative:
Additional information was added to h6 and h10. D4: the lot number 60274823 is an invalid baxter lot number. H10: the device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Hold for ce 8/17/21it was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the infusion hole. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.